Event description:
Following patient¿s revision surgery, patient developed an infection which caused ipg erosion. The physician surgically removed the remainder of the inspire system and the patient was treat with post-operative antibiotics, resolving the patient¿s issue.

Event description:
Patient presented to physician with sensing lead migrating out of the skin. The sense lead was surgically removed to prevent infection risk. During surgery it was found that the sutures on the distal anchor had become detached. Issue is now resolved.